Event description:
Customer called hologic questioning the sars-cov 2 assay results on the panther plus instrument sn (B)(4). Customer inquired to review results from worklist 1010910153-20210907-02 where the positives on the panther plus instrument and retested negative. Customer stated that when they have positive results, they re-do them with a second test. Customer uses a gen-expert instrument and assay when performing a retest.

Manufacturer narrative:
Hologic further evaluated the issue and found that the customer retest all positive results. However, customer uses a gen-expert instrument and assay when performing a retest. Customer also use a diluted version on the panther and the same primary sample cassette for retesting. Hologic reviewed worklist 1010910153-20210907-02 and noted that the customer run is generally valid with neg. And pos. Control passing with the expected rlu values. The following negative samples show normal background, which concludes that there is no general contamination of the run or the reagents as such. Nevertheless most of the results in question are called positive with a relatively low rlu value. The issue could be low amount of target in the sample that could potentially be close to the limit of detection resulting in a negative re-test. The customer is using a different assay for their confirmatory re-test of positive results. Customer was advised to identify the results that were reported out and customer was advised to consider a re-test from a re-collected sample rather than going back to the primary sample tube, as every storage and additional handling of the sample increases the risk of introducing a possible contamination.